Manufacturer narrative:
Device evaluation: the preloaded insertion system was returned to manufacturing site for evaluation. Visual inspection showed the cartridge was observed fully engaged into lower body of the pcb00 device. The plunger component was observed in a fully advanced position. No assembly error was observed. Visual inspection at 10x microscope magnification verified no lens was observed inside the preloaded device. Lubricant residue was observed in the cartridge tube and tip. No defects inside the cartridge tube were observed that could lead to the reported issue during surgery. Also, no defects in the plunger/pushrod tip was identified that could impair functionality in the pcb00 device. There is no evidence to suggest any fault on the preload insertion system. The investigation results do not suggest that the complaint sample has been affected by the manufacturing process. A manufacturing record review was performed. The manufacturing process record (po) was evaluated and the lenses/devices were manufactured within specifications. The units were released according to specification. The calculated occurrence rate is within the acceptable probability and no product deficiency, potential product deficiencies or malfunctions were found or identified. No other complaints for this po were received. In addition the directions for use (dfu) were reviewed. The dfu adequately provides the customer with information on precautions and proper device usage. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). To date, the intraocular lens remains implanted. (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported by the account that after the intraocular lens (iol) had been inserted into the eye the last haptic was folded on the edge of the lens instead of in the middle of the optic. With the opening of the lens, the haptic seemed to go behind the lens and the doctor had to assist the haptic to unfold above the lens optic. The lens was centered in the capsular bag and there was no patient injury.